Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. One controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. No problem could be found during bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. Log file analysis confirmed the reported event of electrical fault alarm. The alarm could have been caused by a poor connection from the controller to the pump.

Event description:
It was reported that prior to the implant procedure, clinical staff noticed an electrical fault alarm emitted by the controller. The device was removed from service with no reported consequences.